Event description:
MDR received by philips, describes the following event. Event description: the free standing, portable exam light was being used during a vaginal delivery. The ob (obstetric) technician had adjusted the light not noticing that the legs for the light were not turned in the correct way to stabilize it. While the team was involved in the patient pushing during the delivery, the exam light fell over onto the physician and then on the patient's perineum. The patient sustained bruising across the vulvar areas and on the left mons area. Similar events with this exam light have occurred on at least two previous occasions in this unit. What was the original intended procedure? Vaginal delivery. Device usage problem: device malfunction - that is the device did not do what it was supposed to do.

Manufacturer narrative:
On four consecutive days from (B)(4) 2012, philips personnel attempted to contact (B)(6) risk manager at (B)(6) hospital, concerning the details of the events leading up to MDR report (0504140000-2012-8004), which she submitted to the FDA. It was stated within the MDR that, "the ob (obstetric) technician had adjusted the light not noticing that the legs for the light were not turned in the correct way to stabilize it." Based on this information, it can be concluded that a user error took place in regards to the setup of the device. Philips has attempted to gather further information and to retrieve the device without success. Should further information become available or device evaluation be performed, a follow up MDR will be submitted.